Manufacturer narrative:
Pump received with intermittent up arrow button response due to corroded keypad traces. No button error alarm or frozen display during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, and missing end cap sticker. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to sweat. Customer reported that moisture was visible under the display and that the battery compartment was cracked. Blood glucose level at the time of the incident was 252 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.